Event description:
It was reported that during an arthroscopy, when the incisor blade was attached to a shaver handpiece and rotated, metal powder of the blade fell inside the patient. The procedure was completed without surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4).

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed it was not returned in any original packaging. The device color scheme matches the print. The teeth of both the inner and outer blade are sharp. There are grooves on the outer diameter, at the distal end, of the inner blade. A functional evaluation was performed on the returned device and found that manually turning and using a reference control system did not produce any resistance or particles. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an application of unintended inappropriate or excessive force to the device, off-axis insertion of the device, or an impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.